Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 conflicting sars result. Customer states they were negative on the initial sofia sars test but when taking the test cassette and re-reading it on another instrument (off-label usage), it gave a positive result. No confirmation testing has been performed but customer states they were positive by an at home otc sars test. Symptomatic status of patient is unknown.